Manufacturer narrative:
This MDR references accriva diagnostics' complaint number (B)(4) for the hemochron response instrument, serial number (B)(4). This MDR captures the child case (complaint (B)(4)) for the lot number of the hemochron flip top p214 act tubes used during the procedure. Method codes: device not returned. Process evaluation performed. Dhf review shows instrument repair in (B)(6) 2014 with replacement of test wells, battery, cpu and printer. No ncs. Results code: no findings available. Conclusion code: conclusion not yet available. Accriva diagnostics has requested all data required for form 3500a. Fields for which data were not obtainable or are not applicable are intentionally left blank. This is the initial 30-day report that precedes the instrument evaluation. MDR follow-up #1 will be submitted if the device is returned to the manufacturer for evaluation.

Event description:
A healthcare professional reported discrepant act results with a hemochron response and low-range act tube-based coagulometer during a vascular surgical procedure in a 10-kg infant with unspecified identity, age, or gender. The target act for this procedure was >200 seconds. Following an intravenous 40 unit/kg heparin dose, the act result was reported as 145 seconds, which was a lower than expected result. A repeat blood sample was drawn 5 minutes later and was reported as 45 seconds, which was also a lower than expected result. An additional 15 units/kg of intravenous heparin was given and the act was measured on a second hemochron response instrument (serial number (B)(4)) 25 minutes later. The act result was reported as 143 seconds, which was also a lower than expected result. The procedure was completed successfully. Both electronic and liquid quality controls passed prior to the procedure.

Event description:
Follow-up #1.

Manufacturer narrative:
MDR 2250033-2018-00019 follow-up #1 provides the results of the instrument evaluation for the hemochron response instrument, serial number (B)(4) named in accriva diagnostics' complaint number (B)(4). (B)(4). This follow-up MDR documents closure of this complaint. No additional reports are required.

Manufacturer narrative:
Model number: hrs.110. Catalog number: hrs.110.

Event description:
Follow-up #2.